Manufacturer narrative:
Investigation summary: this complaint is confirmed. This complaint is for false positive cpo results with clinical samples when using phoenix panel (B)(6) batch number 3136271. The customer provided panel returns and an isolate but did not return phoenix generated lab reports for the investigation. To investigate, two customer returned panels of complaint batch 3136271 was inoculated with customer returned isolate proteus mirabilis and evaluated for cpo results. One panel returned the expected cpo negative results, and another returned a cpo positive result. For further investigation, a mcim test was ran in a phoenix m100 and determined the isolate is not a carbapenemase producer. Therefore, this complaint is confirmed. Phoenix cpo detect test utilizes a workflow of observing resistance and inhibition of carbapenems and carbapenems in combination with class specific inhibitors to produce a result for the cpo detect test. This test is independent from the carbapenems on the phoenix panels used to determine mic. Due to the broad range of different types of carbapenem resistance mechanisms, the cpo detect test can have a low specificity, especially if used in an institution with a low prevalence of carbapenemase-producing organisms. Carbapenemase-producing organisms with susceptible carbapenem sir results have been described, and customers should be reminded that this test should be used in conjunction with mic to evaluate routine clinical isolates. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on complaint batch 3136271. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix panel nmic-306, there was a false positive cpo result. There was no report of patient impact.